Event description:
It was reported that the device had a cassette not properly attached error. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. The probable root cause could not be determined. During the visual inspection the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.